Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old white male patient had impella 5.5 pump inserted smoothly. There was a pump stop after six (6) days of support and another 5.5 pump was used.

Manufacturer narrative:
The pump was returned for evaluation and confirmed to have a loose catheter due to inadequate glue adhesion to the kink protector.

Manufacturer narrative:
The pump was returned for evaluation. The root cause of the open line was due to the catheter being forcefully pulled out of the pump handle.